Manufacturer narrative:
Device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced extreme difficulties getting the spring to pull back with ten infusion sets since (B)(6) 2024. Blood glucose levels were 385 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.